Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the customer's insulin pump had a stuck button alarm. Customer's blood glucose was unknown at the time of incident. Customer's parent stated that the customer had an emergency c-section and had a tube down the customer's throat and could not speak. Customer's insulin pump is with the parent and it is alarming stuck button alarm. Unable to complete troubleshooting due to customer's parent was not listed as hipaa. Assisted customer's parent in clearing the stuck button alarm and advised to have customer to call back once customer is able to speak. Customer parent also mentioned change sensor alarm in the insulin pump. Assisted customer's parent in turning off the sensor feature since customer is off the insulin pump. Insulin pump is not expected to return for analysis.